Event description:
It was reported that a user completed a factory reset prior to switching to u-200 insulin and subsequently experienced a low glucose episode followed by hyperglycemia while using the ilet; the user described being very insulin resistant, noted the pump had stopped delivering insulin for most of the day, treated the low with 23 g of oral carbohydrates, and later observed the pump delivering increased correction insulin. Symptoms included hypoglycemia with shaking and sweating, followed by hyperglycemia without reported symptoms. Outcomes included transient low and high glucose with plans for follow-up to confirm glucose decline. Investigation included troubleshooting and user education. Investigation of this case revealed unclear cause for the hypoglycemia and subsequent hyperglycemia after carbohydrate treatment, with device performance concerns related to interrupted insulin delivery and increased corrections noted by the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.